Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Pump received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the display went blank. The customer¿s blood glucose was not provide. The customer was assisted with troubleshooting but the display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.